Event description:
It was reported that an air embolism occurred. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After inserting the wds into the was, air was observed in the left atrium. Black bleed and saline flow through device was noted. At this time, aspiration via pigtail catheter was performed. No patient complications occurred. Procedure was successfully completed without further complications.